Event description:
I was having an MRI of my thoracic region. I went to (B)(6). While I was in the machine, my head was burning. When I got out of the machine, I told the technician what happened in the MRI machine. He said a few others were complaining of the same thing. I had a very bad sunburn on my face, head, neck, back, shoulders, arms, hands, and legs. My eyes and ears hurt. My skin is so sensitive now and I can't stop the burning inside my body. It was on (B)(6) 2016. I had an MRI without contrast. If you need more info, please contact me at (B)(6).

Event description:
Add'l info received from reporter on 06/10/2016 for mw5060920: I had an MRI on (B)(6) 2016. The tech told me to take my bra off and keep my street clothes on. I had jeans on. He said it shouldn't matter. He did not put any pads around my head or body. While I was in the machine, my hand kept moving up in the air. I could not control it. He told me I was moving and to hold still and don't move they were going to retake the last one. The back of my head started getting really hot. It burned me on the back of my head on the right side. I was going to press the button to get out, but he said hold still we are done and he took me out of the machine. My head was on fire and I was hot and dizzy. I went home and called patty hart the chief of the hospital. She said there was nothing she could do for me. I made a report out to her. That night my body was on fire! I could not sleep. I went to (B)(6). The ER doctor could not stop my burning pain. I noticed changes to my vision. I went to see dr. (B)(6) at (B)(6). He gave me a peripheral vision test and I lost peripheral vision in both eyes. My vision changed in both eyes. I went to see (B)(6). He is my family doctor. Then I went to (B)(6). I called 3 burn units and they could not treat me because I did not have open wound. It's been 3 months now and I still can't sleep. I am in so much pain and it will not go away. I burn from the inside out like a microwave. My skin burns, tingles, sensitive, and my shoulders, arms, and hands fall asleep. My eyes hurt and are burnt. My lips and mouth are so dry. I have a blister in my mouth still. The heat cracked my skin on my ear. I have to squint a lot and wear sunglasses all the time now. The sun kills me. My hands and arms ache all the time. I am nauseous. I feel like I have radiation poisoning. My cognitive skills are a little off. I noticed it with my balance when I walk and I have a hard time remembering things. I have deep tissue damage and it fried my central nervous system. I am doubled over in pain in the stomach area a lot. It's like a band of pain that does from my spleen to my liver. My skin itches all the time and my face burns. My nose peeled from being burnt. I have nightmare and night sweats where I was burned on the back of my head. I have a hard time looking at people now because I think they are looking at my swollen eyes. I get electric shocks in my body sometimes. My muscles cramp up all over. I am so exhausted. My heart palpitates. I get headaches. I have electromagnetic hypersensitivity. I have flare ups. If I go out in the sun, my body burns and I start itching. This burning is so painful. I think this machine malfunctioned. It destroyed my life and maybe a couple other people. This machine needs to be inspected!

Event description:
I was having an MRI of my thoracic region. I went to (B)(6). While I was in the machine, my head was burning. When I got out of the machine, I told the technician what happened in the MRI machine. He said a few others were complaining of the same thing. I had a very bad sunburn on my face, head, neck, back, shoulders, arms, hands, and legs. My eyes and ears hurt. My skin is so sensitive now and I can't stop the burning inside my body. It was on (B)(6) 2016. I had an MRI without contrast. If you need more info, please contact me at (B)(6).